Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2005 and an obturator sling was implanted. The pt experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. On (B)(6) 2008 the pt had a surgical procedure and pelvisoft was implanted. No additional info has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.